Event description:
The son of the home patient (hp) reported the hp felt full, as if (hp) were overfilled, during cycle 2 of apd therapy using the homechoice cycler. The hp's son reported the hp felt overfilled and the abdomen was distened in appearance. The hp's son placed the cycler inot a manual drain, removing 3422mls of solution, which is 422mls greater than the programmed fill volume of 3000mls. After the manual drain was complete, the hp continued apd therapy to completion with no further difficulties. The hp's son relates that there was no patient injury or medical intervention and as 6-11-03, the hp has not had a recurrence of feeling overfilled during therapy.